Event description:
It was reported that this inflatable penile prosthesis (ipp) is not working due to a fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.